Manufacturer narrative:
The calibration and qc recovery data provided was acceptable. The alarm trace did not contain a conspicuous event. It was found that the customer was not using the mandatory sample disk tube adapters (sdta) for 13 mm. Primary tubes. Per product labeling, "not using a 13 mm sdta with 13 mm tubes or incorrect use of a 13 mm sdta may cause incorrect results or errors. Always use 13 mm sdtas with 13 mm tubes." Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 1 patient sample on a cobas 6000 e601 module. The initial troponin result was 34.50 pg/ml. The doctor questioned the initial result and the customer repeated the sample. The sample was repeated and the result was 4.03 pg/ml. The repeat result was deemed correct.